Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and slight diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 278 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was passed out as a result of high blood glucose and reported they were feeling okay to trouble shoot. The customer was treated by bolus with insulin drip and fluids. Customer declined to trouble shoot for the issue. The insulin pump will not be returned for analysis.